Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported this was a closure of the right common femoral artery using the pre-close technique via a 9f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, there was difficulty advancing the guide wire into the first proglide device and resistance was noted; however, it was eventually able to be advanced and the suture was deployed. The first proglide device was removed and then a second proglide device was inserted. Prior to use of the second proglide device, the guide wire was inserted into the guide wire port to confirm that it could be advanced; however, it could not be advanced. After several attempts to advance the device on the guide wire, the guide wire coating peeled. Therefore, the guide wire was inserted from the distal end and advanced. "Temporarily, the proximal end of the guide wire was inserted into the guide wire port; the proximal end of the guide could be advanced to the tip of the device without issue. Then, the distal end (where the coating peeled) of the guide wire attempted to be inserted into the guide wire port again; finally, the guide wire could be inserted." However, due to the guide wire issues with the proglide, a decision was made to cut the suture of the first proglide. The evar procedure was completed and hemostasis was achieved with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.na.